Manufacturer narrative:
Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be submitted.

Event description:
It was reported that during a procedure performed on (B)(6) 2016 the tip of the reform polyaxial driver (39-sp-0700) broke off in the head a 8.5mm x 50mm reform polyaxial screw during insertion. The broken tip was removed from the head of the screw with a frazier suction tip and the procedure was completed without further issue and no measurable delay.

Manufacturer narrative:
Evaluation of the returned driver, along with the information provided, noted that the failure appears to correlate with a ductile torsional failure. The cause for the observed driver tip failure was not definitively determined, but appears to be a result of a torsional overload. The manner in which the bone is prepared, the size of the screw, the bone quality, and the manner in which the driver is tightened to the screw all impact the loading condition that the driver tip is subjected to. If the driver loosens during screw insertion the driver tip must withstand the full torsional load versus a load sharing condition that exists when the driver remains securely tightened to the screw. A CAPA has been initiated for further investigation. Review of manufacturing history records found a total of 13 pieces of lot 3341mm were released for distribution on 7/7/2015 with no deviation or anomalies. A two-year complaint history review did not reveal any previous reports of this nature for this lot.